Event description:
Consumer reports meter is very high when comparing readings with another meter. Analysis run on clark error grid using competitive readings (90) as ref point vs bd readings 416 yielded data points in the c range of the grid, outside acceptable limits.